Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that quad tendon was repaired with poly swap. Doi: (B)(6) 2018, dor: (B)(6) 2018, unknown affected knee.

Manufacturer narrative:
Product complaint # :(b)(2). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.